Manufacturer narrative:
The purpose of a device history record (DHR) review is to confirm that the device was manufactured in compliance with all established specifications. The reportable malfunction of foam degradation has been investigated extensively and is recorded under CAPA 7211. A device being manufactured out of specifications is not related to the root cause of foam degradation. Therefore, a review of the device history record (DHR) is not required and will not be conducted.

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed foam particles inside the assembly. The foam insulation needs to be replaced to resolve the issue. The device operation software was upgraded, and corrective action has been performed, and repairs have been made to resolve the issue.